Manufacturer narrative:
Article citation: "efficacy, safety, and risk factors for failure of standalone ab interno gelatin microstent implantation versus standalone trabeculectomy." Schlenker, matthew b.; gulamhusein, husayn; conrad-hengerer, ina; somers, alex; lenzhofer, markus; stalmans, ingeborg; reitsamer, herbert; hengerer, fritz; ahmed, iqbal; american academy of ophthalmology. (05/may/2017), manuscript no. 2017-343, 1-10. Multiple requests for further information have been made. The authors stated that they¿re unable to provide additional information. The event of "hypotony maculopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
In the article "efficacy, safety, and risk factors for failure of standalone ab interno gelatin microstent implantation versus standalone trabeculectomy." American academy of ophthalmology. (05/may/2017), manuscript no. 2017-343, 1-10, the authors describe the event of 2 eyes with postoperative complication, specified as hypotony maculopathy. Side unknown.